Manufacturer narrative:
Correction: h3: field should reflect analysis pending.

Manufacturer narrative:
The reported event of high lead impedance was not confirmed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during an implant procedure, high pacing impedance was noted and alleged on the device. The device was not used and another device was used to successfully complete the procedure.